Manufacturer narrative:
Additional information was received on 12/20/2019. The device was explanted on (B)(6) 2019. When the device was explanted it was replaced with another 325cc mentor memorygel breast implant. On 12/20/2019 mentor became aware that it erroneously omitted the following information from the supplemental report submitted on 12/10/2019: is other serious- uncheck, is required intervention- check. Has been populated to represent medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/14/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/7/2019 mentor became aware that the initial report submitted on this same date was had a portion of section b that was erroneously omitted. The following correction has been made. 2. Is other serious-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device no apparent damage was found. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 325 cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.